Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-03229 and 1627487-2014-03230. It was reported the patient experienced ineffective stimulation and as a result stopped using it. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.